Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system that was involved in infection. Reportedly, the patient also had septicemia. The patient was admitted to the emergency department with right flank pain and was diagnosed with kidney stone. The patient was then given medications. There were no additional adverse patient effects reported. The lv lead remains in service.